Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized. Customer's blood glucose reading at the time of hospitalization was over 687 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.